Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system displayed an error message and a negative flow alarm during the procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova deutschland received the information that the reported issue is not related to a s5 system. The reported issue is related to a defective s5 gas blender system. As the event is related to a different device the 510k number was changed. As the event is related to a different device the manufacturing date was changed. A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The technician exchanged the gas blender with a different device and the device was requested back to livanova deutschland for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial.

Manufacturer narrative:
The reported issue could be reproduced during the investigation at the manufacturer site. The measurement bridge and mass-flow meter/control for o2 and air have been replaced in order to solve the problem. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.